Event description:
It was reported that during the procedure for treatment of a de novo lesion in the left posterior tibial artery, a 4f non-abbott sheath was placed and a v18 non-abbott guide wire was advanced. A 6x40x80 xpert stent system was advanced over the guide wire into the sheath; however, the stent system became stuck in the sheath and could not move forward. The stent system remained outside of the anatomy in the sheath. The physician applied excessive force to the stent system and the stent deployed on the guide wire outside the anatomy. The physician was able to withdraw the stent system with the stent from the sheath using force. The guide wire and sheath were kept in place and a new same size xpert stent system was advanced successfully without issue. The patient was treated successfully and there was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: guide wire: v18 guidewire (boston). Sheath: 4f cordis sheath. Against resistance. The device was returned for analysis. The premature deployment was able to be confirmed. The resistance with the sheath could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xpert stent system instructions for use states: do not advance the xpert device against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. Based on the reviewed information, no product deficiency was identified.